Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) of 53 mg/dl was recorded by continuous glucose monitor (cgm) at 2:53:41 am on (B)(6) 2020. However, this was recorded when it regained connection with the transmitter (2:53:41 am). The data was backfilled for bg readings recorded by the transmitter at earlier times. The graph in the log review results indicates the low bg happened at approximately 2:23:41 am (yellow dot). A cgm alert 14 (transmitter out of range) enunciated on (B)(6) 2020 at 1:19:40 am allowing the cgm transmitter to go out of range prevents the user from continuously monitoring bg and potentially addressing an impending low bg. A tubing fill of size 12.7312 units was observed on (B)(6) 2020 at 6:27:46 pm. If user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. On (B)(6) 2020, at 6:05:20 pm, 6:41:35 pm, and 10:11:42 pm, user made bolus requests while still having insulin on board (iob). Making bolus requests while still having iob could lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced continuous, ongoing low blood glucose (bg) levels ranging between 53-64 mg/dl. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.